Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of above 600 mg/dl. . The customer experienced symptoms such as dehydration. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated by intravenous route and trying to treat with bolus deliveries. Based on customer report customer did not allege pump was under delivering. Customer stated that the drive support cap appears normal. Customer was not reporting any large air bubbles in the tubing nor the reservoir. Customer reported insulin exited at the quick release. Customer was not reporting any leaks coming from the insulin pump. The device will not be returned for analysis.